Event description:
Bbraun filter leaking when using with eipdural spinal kit. The change in practice from cadd [continuous ambulatory delivery device] pump to tubing with a bag/bottle now requires the bbraun filter which was never used before. Csc [coordinated specialty care], bbraun rep, and clinical teams met to discuss. ICU medical tubing with in-line filter swapped out to be used with the epidural kit for anesthesia and the teams will no longer use the bbraun filter. Seems to be a compatibility/setup issue. Bbraun unaware of this issue with the product, and [redacted] had not used it before even though it was in the kit, bc [because] the cadd tubing had an in-line filter. Happening with multiple patients during labor that is leading to the failure of epidural medication being delivered. Due to clinical impact, the clinical team decided to move away from this product and use IV tubing that has in-line filter in place. Manufacturer response for filter, perifix flat epidural filter (per site reporter).